Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated they had issues with the sensor. The customer received calibration error and change sensor alerts and had sensor reading discrepancies. The customer removed the sensor on the 5th day of use. Blood glucose at the time of the incident was 400 mg/dl. Treatment is unknown. Blood glucose at the time of the call was 285 mg/dl. The customer also reported having low blood glucose which he treated with glucagon. Troubleshooting was declined. The sensor was returned for analysis.